Event description:
During patient's red cell exchange, pheresis, the machine's centrifuge clotted. We began the procedure using our first machine, but when the centrifuge clotted, we aborted that procedure and re-started the procedure on our second machine. After 1 unit of prbcs infused on the second machine, the centrifuge again clotted off. Patient's physician, dr. Tom howard, feels that the centrifuge continued to clot off due to the anti-coagulant, citrate, we use not being effective. The citrate lot number for both procedures is c746354, exp jan 2010, and it is made by baxter. Dose or amount: 500ml bag; frequency: during pheresis; route: IV. Dates of use: 2008, three hours. Diagnosis or reason for use: used as anti-coagulant during red cell exchange.